Event description:
An unk size aneurx aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk and there was calcium all around the aortic neck. It was reported that after the stent graft was implanted, there was a proximal type 1 endoleak which the physician elected to balloon with a reliant balloon. After the ballooning, the type 1 endoleak was still visible. The physician did not want to further intervene and his opinion was that the endoleak is related to the anticoagulant and decided to evaluate the pt at the 1 month follow-up. No add'l clinical sequelae were reported and the pt is fine.